Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had pump error. The customer's blood glucose level was 200 mg/dl. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer reported that self test was passed and displacement test was passed. The customer reported that the alarm was occurred 2nd time. The insulin pump will not be returned for analysis.